Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented remotely via merlin.net transmission, oversensing t-wave was observed on the device. Programming changes were recommended. No further information available.

Event description:
New information received: an asymptomatic patient was seen in clinic and an increase in t-wave oversensing issue was observed. New programming changes were made. Patient was stable.